Event description:
It was reported that there was high impedances, oversensing, and noise on the atrial lead. A lead fracture was suspected. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6949-65 implanted: (B)(6) 2005. (B)(4).